Event description:
It was reported that the lead was explanted due to high threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor, the inner insulation was kinked/buckled, the outer insulation was breached cut and had a cosmetic depression, there was blood in/on the helix mechanism, and the lead was stretched; apparent explant damage.